Manufacturer narrative:
This is one of two manufacturer reports being submitted for this case. Please reference related manufacturer report no: 2015691-2016-00019. Per the instructions for use (IFU), valve embolization is a known potential complication associated with the transcatheter aortic valve replacement (tavr) procedure. There are multiple patient and procedural factors that alone or in combination can cause or contribute to ventricular embolization, including improper positioning prior to deployment, poor image intensifier angle, poor coaxial alignment of the valve/delivery system, a narrow, calcified sinotubular junction, minimally or bulky/severely calcified aortic leaflets, rapid deployment, release of stored tension during deployment, and movement of the delivery system by the operator. The thv training manuals instruct the operator on proper positioning and deployment of the valve, including all procedural and anatomical considerations. Physicians are extensively trained by edwards before they are qualified to use the sapien thv. Training includes patient screening, device preparation, approach, deployment, imaging, procedure-specific training manuals and proctored procedures. The correct alignment and positioning of the device at the point of deployment is emphasized as a key factor to the placement and fixation of the device. Operators are also instructed to use fluoroscopy as the primary method of visualization for positioning and deployment. In patients with high-risk anatomical features for ventricular embolization (i.e. Small, calcified stj, minimal leaflet calcification), bav may provide indication of potential balloon movement during valve deployment. In this case, the unstable patient dynamics and ventricular fibrillation lead to the valve embolization. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required.

Event description:
As reported by our affiliates in (B)(4), during the implantation of a 23mm sapien xt valve by tf approach, when the final alignment was being performed (sapien xt placed 50/50), before the deployment of the valve, the pacemaker did not capture so it was placed again pace lead to rv. After that, valve position was not checked again and they started to deploy the valve while the balloon was going up. For this reason, valve moved up and was finally placed too high (75:25 aortic/ventricular a/v) so there was mass pvl. Therefore, a new valve was decided to be implanted. At that time, patient hemodynamic values were not stable and the patient went into ventricular fibrillation 4-5 times. Due to this complication, when the operator tried to place the 2nd valve, this new valve fell into the left ventricle. The patient required surgical intervention. After the surgery, the patient was stable. They implanted the second valve just below the first one but while they were removing the guide wire they observed that second valve detach from the first valve and embolize into the ventricle. The patient went to surgery with a valve in the ventricle and positioned at the tip of the guide wire. Surgery removed both valves and implanted a non-edwards surgical valve.